Event description:
It was reported that the tps driver would start and run on its own during a procedure. The case was completed successfully without any clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Manufacturer evaluation did not duplicate the reported unintended activation issue; however debris and corrosion were observed during device disassembly which could cause or contribute to unintended activation.